Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited noise and decreased sensing after connecting the lead to the device. The lead was disconnected and was attempted to be repositioned, but the helix would not retract. The lead body had to be physically turned to remove the lead. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Additionally, analysis noted the crimp sleeve that was correctly positioned over the inner coil on the terminal pin at the time of manufacturing (verified via manufacturing data) was no longer in the correct position. The crimp sleeve was most likely moved during attempts to retract the helix during the implant procedure.